Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. The cause of the high blood glucose reading was the infusion set and reservoir leakage. Customer also had air bubbles issues. Reservoir and infusion set will be returning for analysis. The insulin pump will not be returned for analysis.